Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2dr62 serial# implanted: (B)(6) 2021 explanted: other relevant device(s) are: product ID: 978b128, serial/lot #: va2dr62, ubd: 08-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they went in for an x-ray yesterday ((B)(6) 2023) and found out that one of their leads "is off". Patient said they were wondering why that had to go urinate so much. Patient said they had been going to the bathroom a lot. Called patient back to confirm event date for symptom return and patient did not answer. Patient confirmed no falls or trauma. Troubleshooting was unable to be performed as patient said they have a brain injury so it was hard for them to focus over the phone. Patient services reviewed options to optimize therapy and redirected to healthcare provider (hcp) to help with making adjustments and to check internal components due to lead information given. Patient said they are in the middle of moving a nd they don't currently have a managing hcp. Patient services reviewed physician listings on the call.